Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was assisted with clearing the alarm. Customer's blood glucose level was 180 mg/dl. Customer stated that the motor alarm occurred 3 times in the last 30 days. Customer was advised that insulin pump will need to be returned and replaced. No additional information provided.

Manufacturer narrative:
No motor error alarm was noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside of the device, and it passed. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.